Event description:
Customer's blood glucose readings = 438mg/dl, 254mg/dl,425mg/dl, 396mg/dl. Customer's blood glucose at 10pm = 254mg/dl. Paramedics arrived at 10:15, tested customer's blood sugar = 54mg/dl. A glucose IV was administered. Patient stabilized and refused transport to hospital. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.